Manufacturer narrative:
G3 initial awareness date was 12jun26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the airseal ifs, 120v was being used on (B)(6) 2026 during an sp prostate procedure when it was reported ¿patient air embolism.¿. Further assessment found that the airseal was used in this procedure and the procedure was aborted due to a complication (air embolus). Intra-op tee was required. The procedure was not completed and there was no report of extended hospitalization for the patient or user. There was no report of the as-isf1 malfunctioning during the procedure. The ias8-120lp will be listed as a concomitant device and there are no allegations against it. This report is being raised on the reported injury due to the patient obtaining an air embolism.